Manufacturer narrative:
The company rep confirmed the reported event of "autofill failure" when trying to start the pump. The purge line filter hose was found to be kinked. The company rep replaced the autofill luer fitting (part number 0103-00-0398-01) adn filter tubing assembly (part number 0008-00-0331). The unit's performance and safety were checker. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated the "autofill failure" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.